Event description:
Pt underwent arthroplasty on 09/95. She noted a feeling of lateral instability over past several weeks and had a traumatic fall which made it painful for her to ambulate. Her exam was consistent with a displaced polyethylene liner with possible injury to the tibial base plate. At surgery the pt was found to have a completely loosened polyethylene liner that showed that the locking mechanism only the posterio-lateral aspect appeared to have been worn away. There was also significant deformity and area of the posterio-lateral corner of the tibial capturing plates with threading debris and generalized synovitis.